Event description:
The customer reported that the unit alarmed due to pressure sensors failure. The customer reported there was patient involvement. The facility biomedical engineer was provided information for evaluation of the data acquisition pcb board and the data acquisition pcb to motor controller pcb boards cable to address the reported problem.

Manufacturer narrative:
(B)(4). The customer evaluated the device.